Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The 3.0x18mm xience v referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, de novo lesion located in the mid diagonal coronary artery. A 3.0x18 mm xience v stent was deployed and a dissection was noted. A 2.75x18 mm xience v stent was then used which furthered the dissection. A non-abbott stent was implanted, pre-dilatation and post dilatation was performed to cover the dissection. There was no interaction of devices. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.